Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer called and reported receiving a no delivery alarm on the insulin pump. Customer's blood glucose was 9 mmol/l. During troubleshooting, customer was advised to run a fixed prime and insulin exited the tubing, confirming a possible site issue. Customer was advised the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed prime/a33, excessive no delivery alarm and displacement test. No unexpected excessive no delivery alarm. The insulin pump was received with minor scratched lcd window and cracked case near the display window corners.